Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient presented with intrinsic rhythm faster than 67.5 bpm. The device was explanted and replaced on (B)(6) 2015. No further information was available.